Event description:
A cell-dyn hbg result of 8.1 g/dl was reported on an oncology pt. The pt was sent to the hosp for a transfusion. The hosp tested the pt prior to transfusion and the hgb result obtained was approx 10.0 g/dl (exact value not provided). The pt was not transfused. No pt injury was reported